Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0603870c implantable port catheter allegedly experienced detachment. This information was received from one source. The malfunction involved patient with no known impact to the patient. The female patient is (B)(6) and weighs (B)(6).